Event description:
It was reported that left ventricular capture threshold increased to 4.25v/1.0ms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.